Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 170 mg/dl.